Manufacturer narrative:
D10 concomitant product (18770, 18770 7.0mm taperguard trachael tubex10, lo# 24d1572jzx) d10 concomitant product (18770, 18770 7.0mm taperguard trachael tubex10, lo# 24d1572jzx) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cuff of a 7.0mm taperguard tracheal tube was leaking after 18-20 hours of intubation in a hospital setting. The same patient had the cuff replaced three times, then the fourth tube finally worked.